Event description:
(B)(4) ---arthralgia^ (B)(4) ---adverse drug reaction nos. 60-year-old female patient receiving synvisc injections since (B)(6) 2024 (twenty-twenty-four) received bilateral injections on (B)(6) 2025. Left knee was lot efrslb03 exp. 7/2027, right knee was frslb04 exp. 12/2027. Injections received (B)(6) 2025 @14:00. The next morning, (B)(6) 2025 at ~09:00 patient called in to ortho clinic to report severe right knee pain, requiring her to use a cane. She was advised to ice, elevate, rest, take acetaminophen and a prescription for a prednisone taper was ordered. Note, left knee, fine, no issues (different lot#).